Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd (solid state drive) was required to be replaced. Once the representative replaced the ssd, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative is unable to log into the application on the navigation system. The rep can get into the admin software, but when inside the software, nothing is loading in the self-test. There was no patient present when this issue was identified.

Manufacturer narrative:
The ssd drive was returned to the manufacturer for analysis. Analysis found that the os was corrupt. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative is unable to log into the application on the navigation system. The rep can get into the admin software, but when inside the software, nothing is loading in the self-test. There was no patient present when this issue was identified.